Event description:
It was reported that the user observed their blood glucose not displaying on the ilet, then confirmed an active dexcom g7 reading and subsequently saw the glucose value appear on the pump; the user also reported not hearing high or low glucose alarms and expressed concern about overnight use, and support guided volume adjustment and attempted circle app setup. Symptoms included an urgent low alert without perceived audible alarm awareness. Outcomes included user concern regarding hypoglycemia risk and intent to monitor for future alarms. Investigation included customer care troubleshooting, verification of sensor data visibility on the pump, review of recent alarms, and guidance on device volume settings and app configuration. Investigation of this case revealed that the device and sensor subsequently communicated with values displayed, the urgent low alert had occurred, and no reproducible device malfunction was identified; the issue was not replicated and the cause of the perceived missed audible alert was undetermined. It was concluded, based on previously established findings for similar reports, that the cause was unknown.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.